Event description:
The customer called and reported receiving a blood glucose reading of over 600 mg/dl, having had surgery the day prior. Customer also stated a no delivery alarm was received during bolus administration. Customer's symptoms of high blood glucose included xerostomia, polyuria, and polydipsia. Troubleshooting was initiated with the customer's insulin pump. The drive support cap appeared normal. Customer declined to troubleshoot further as customer believed issue to be caused by failing to remove the needle guard on the utilized infusion set when inserting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.